Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and drape removed, system checkout passed and staff notified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the patient draping had gotten caught in the gantry door, which caused the 3d spin to be terminated early during a spinal fusion case. When gantry closed around the patient, cc asked rad tech to confirm that draping was placed appropriately. Rad tech responded that it was. A 2d scan was taken with no problem. A 3d spin was taken but terminated early. Cc noticed that draping was stuck in the gantry door. Cc opened gantry door and removed some of the draping from the door. Surgeon decided to abort imaging and medtronic navigation and completed surgery without it. Cc took system out of or (operating room) and removed covers, following training he received. Cc was able to remove remaining pieces of draping caught in gantry and was able to successfully take 2d and 3d images with system. Cc reported that system appears to be functioning as intended. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.